Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shutdown. Customer had received low battery alerts/alarm. Customer resumed insulin therapy. A continuous glucose monitor error 42 occurred. The pump was reset, and reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose was 180 mg/dl.